Event description:
The patient was revised because the poly liner had wear and the patient had osteolysis.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related manfufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contributions to the reported problem. Based on the investigation, the need for corrective action is not indicated.